Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test". The patient's medical history included central obesity, asthma, diabetic neuropathy, blood in stool and constipation. Concurrent conditions included diabetes since 2004, hypertension since 2016 and osteoarthritis since 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), 18 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In august 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and vaginal discharge had resolved. The reporter considered dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received: new events: abnormal bleeding (vaginal), menorrhagia, migraines/ headaches, dysmenorrhea (cramping), vaginal discharge, plaintiff does not undergo any essure confirmation test, other relevant history and reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a 47-year-old female patient who had essure (ess205) (batch no. 608292) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test". The patient's medical history included central obesity, asthma, diabetic neuropathy, blood in stool and constipation. Concurrent conditions included diabetes since 2004, hypertension since 2016 and osteoarthritis since 2013. Concomitant products included lisinopril. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), 18 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and headache ("headaches"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), change of bowel habit ("change in bowel habits"), dysphagia ("other injury(ies) or complication (s) please describe: dysphagia"), abdominal pain upper ("epigastric pain"), vomiting ("vomiting") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, vaginal discharge, depression and anxiety had resolved and the headache, gastrooesophageal reflux disease, abdominal pain, change of bowel habit, dysphagia, abdominal pain upper, vomiting and diarrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, change of bowel habit, depression, diarrhoea, dysmenorrhoea, dysphagia, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2006. Date(s) of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Essure lot number added. Following events were added: psychological or psychiatric problems condition: depression, anxiety, headaches, gastrointestinal or digestive system condition type: gerd, abdominal pain, change in bowel habits, other injury(ies) or complication (s) please describe: dysphagia, epigastric pain, vomiting and diarrhea. Event onset date were added. Event outcome added for: psychological or psychiatric problems condition: depression and anxiety. Concomitant drug added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") in a 47-year-old female patient who had essure (ess205) (batch no. 608292-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test". The patient's medical history included central obesity, asthma, diabetic neuropathy, blood in stool and constipation. Concurrent conditions included diabetes since 2004, hypertension since 2016 and osteoarthritis since 2013. Concomitant products included lisinopril. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), 18 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and headache ("headaches"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), change of bowel habit ("change in bowel habits"), dysphagia ("other injury(ies) or complication (s) please describe: dysphagia"), abdominal pain upper ("epigastric pain"), vomiting ("vomiting") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, vaginal discharge, depression and anxiety had resolved and the headache, gastrooesophageal reflux disease, abdominal pain, change of bowel habit, dysphagia, abdominal pain upper, vomiting and diarrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, change of bowel habit, depression, diarrhoea, dysmenorrhoea, dysphagia, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2006. Date(s) of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2008: result: total bilateral occlusion. Lot number reported 608292 is invalid. Most recent follow-up information incorporated above includes: on 15-mar-2019: update of information (batch is invalid). Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.